Manufacturer narrative:
On (B)(6) 2018, one (1) day after the reported event, a lumenis certified service engineer examined the subject device. The engineer inspected the optics of the laser, the debris shield, and fiber focus assembly and could not find any apparent issues. The engineer then attached a test fiber and powered the system on and verified no errors on startup. The engineer then fired the system and verified output accuracy. No problem were found with the laser device. The engineer concluded that the system had met all manufacturer's specifications and was ready for use, further suggesting that a bad fiber was likely used at the time of the reported event. The engineer advised the customer that their fiber should always be inspected for damage, and if the fiber blows they should discard the fiber and check the blast shield (debris shield), replacing if damaged. The fiber type used in the procedure had not been provided. A review of subject labeling, (0637-117-01_k - vpps operator manual) revealed in the troubleshooting section what to do in cases of 'no laser power' or 'inadequate or no aiming beam": no laser power: probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. Inadequate or no aiming beam: probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. Rather than inspect the delivery system and debris shield as instructed in the um, the facility discontinued working with the system and completed the procedure with an alternate device. As the alleged failure could not be duplicated, and an evaluation by a lumenis certified service engineer found the system to be operational per manufacture specifications, the cause of the event could not be established nor traced back to the system device. If any further information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that after starting up their lumenis versapulse powersuite 100, and after the unit went through all its self tests and passed, the system would not fire during a procedure. The remainder of the procedure was completed by use of an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.